Event description:
Report received of a tubing separation. The pt was receiving an unspecified maintenance solution via an unspecified plum IV tubing set. At an unspecified time, the nurse was called to the pt's room by the pt's parents, who noted wetness in the bed. The nurse noted that the clave port on the tubing set had become separated from the tubing. Therapy was resumed using a replacment tubing set. There were no reported adverse pt effects and no medical interventions were required.